Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v240184, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The consumer reported that she had a loss of therapy. The therapy had not been effective since implant. The device did not operate at the initial attempts after the surgical procedure. The patient was never notified of any follow-up appointments by their health care provider¿s office. No steps were taken to resolve the lack of effect and the issue had not been resolved. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.